Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion with 80% stenosis in the mid diagonal. A 2.25x15 mm xience prime rx stent delivery system (sds) stent dislodged from the balloon when it was introduced into an unspecified rotating hemostatic valve (rhv). The sds was removed and a new same size xience prime was used to successfully complete the procedure. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.